Event description:
During review of an clinical article titled, ¿outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis¿ (marcuse, f., et al., 2023), a following case report was mentioned. A patient who was previously treated with prednisone and azathioprine underwent a da vinci assisted thymectomy for a thymoma. Pre-operatively, the patient was assessed as myasthenia gravis foundation of america (mgfa) moderate generalized weakness (mgfa class iii) and predominantly involvement of bulbar/respiratory muscles (class b). The patient then had a complicated hospitalization with a pneumonia and atrial fibrillation. One week after the thymectomy, the patient developed myasthenic crisis and was intubated. The patient recovered after treatment with plasmapheresis and prednisone, and intravenous immunoglobulin. There was no mention of da vinci system, instruments or accessories malfunctioned during the procedure. Multiple attempts have been made to obtain additional information, but no additional information have been received.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier # (B)(6)) is submitted for a case report of pneumonia and atrial fibrillation, a medwatch report (patient identifier # (B)(6)) is submitted for a case report of respiratory failure and the medwatch report (patient identifier # (B)(6)) is submitted for the post-operative complications mentioned in the same article. Article citation: marcuse f, hoeijmakers jgj, hochstenbag m, hamid ma, keijzers m, mané-damas m, martinez-martinez p, verschuuren j, kuks j, beekman r, van der kooi aj, van doorn p, van es m, maessen jjg, de baets mhv. Outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis. Neuromuscul disord. 2023 may;33(5):417-424. Doi: 10.1016/j.nmd.2023.03.005. Epub 2023 mar 16. Pmid: 37037051.